Manufacturer narrative:
(B)(4). Product not yet evaluated.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she has been tired and shaky since last week but and requires no medical attention. Customer relates symptoms to new medication she started last week. Customer's expected blood results are 98-125mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 156mg/dl and 142mg/dl fasting. (B)(6). No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states she has been tired and shaky since last week and requires no medical attention. Customer relates symptoms to new medication she started last week. Customer's expected blood results are 98-125mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 156mg/dl and 142mg/dl fasting. Reviewed meter memory: see scanned table. No adverse event reported.